Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual inspection, it was noted that the device was received assembled to an ar-3372-2402. Once disassembled, no bend or abnormalities were noted with the device. Device was able to be taken apart and reassembled to the ar-3372-2402 with no issue.

Event description:
It was reported that during a hand arthroscopy the obturator of the 2.4mm optic appears to be slightly bent and jammed in the shaft. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.